Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the resulting study displayed high ph readings. There was no patient harm reported. A repeat procedure will be scheduled due to the alleged malfunction. No other known adverse events were reported.